Manufacturer narrative:
B2: date of patient death is unknown. The investigation for the reported pump stop has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. The cause of the pump pause was most likely compression to the impella catheter by the surgical clamps that obstructed the pump's motor and optical cables. The root cause is excessive force. As noted in the impella IFU: impella cp with smart assist system. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump stopped during use of the device. The physician was successful in restarting the device after reseating the white cable. It was reported that the patient died, no additional information was provided. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
Us complainant reported that the pt was placed on impella cp support for hemodynamic support. It was reported that the pump stopped during use of the device. The physician was successful in restarting the device after reseating the white cable.

Manufacturer narrative:
The product was not returned for investigation, only data logs were returned. Data logs from the case showed that, about 2 hours into support, the pump stopped immediately upon the occurrence of the "impella stopped - motor current high" alarm, which was 12 minutes after surgical mode was disabled. It was also noted that the placement signal went to 3000 and the raw optical sensor went to -30000 simultaneously with the pump stop. The pump successfully restarted about 1 hour later, following reconnecting the impella and enabling surgical mode. In conclusion, after reviewing the clinical information, it was determined that the cause of the pump pause was most likely compression to the impella catheter by the surgical clamps that obstructed the pump's motor and optical cables.